Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse in (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse, a third degree cystocele and a second degree cystocele on (B)(6) 2007 and mesh was implanted into the patient. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. It was reported that post insertion the patient experienced pain, erosion, extrusion, infection, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was further reported that the patient underwent mesh revision on (B)(6) 2011. No additional information is provided at this time. (B)(4) -dyspareunia; urinary/bowel problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).